Event description:
It was initially reported by the physician that the pt was scheduled for replacement. Clinics' notes revealed that the pt's battery was nearing end of service and needed replaced. The clinic notes discussed that the pt had a change in seizure pattern (increased intensity), unk relationship to pre-vns pattern, and that the family did not feel that vns was helping much with the pt's seizures; however, the clinic notes rec'd did indicate that the seizure frequency has decreased. Product was replaced and the explanted generator has been returned to the manufacturer for evaluation. Product analysis is planned but has not occurred. Good faith attempts to gain more information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.